Event description:
Physician reports right side capsular contracture (B)(6) with signs of skin dehiscence and marked mastodynia. The device has been explanted.

Manufacturer narrative:
Phone: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (B)(6) and wound dehiscence.

Event description:
Physician reports right side capsular contracture baker grade IV with signs of skin dehiscence and marked mastodynia. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: red particles on the surface of the shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.